Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure and before the mapping catheter was placed into the balloon catheter, the mapping catheter was folded at its base. The mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.